Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was loaded and fired plastic to plastic, but the clip did not form completely. This happened five times. The procedure was completed using same like device. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.